Event description:
Chad therapeutic oxymiser "exploded" with a loud pop while plugged into the wall oxygen outlet. The piece that exploded is a round disc that acts as an oxygen reservoir. Device was no longer in use and was lying on the floor at the time.